Manufacturer narrative:
(B)(4).

Event description:
As per source document received: needle was sticking in tissue. Suture became hooked on hinge of jaw. The suture was loaded but not used.

Manufacturer narrative:
The visual and functional inspection of the returned product noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The most probable root cause is improper orientation of the needle in the reload. However, engineering noted that the endo stitch investigation regarding the ¿difficult to load needle¿ complaint mode produced a direct correlation between improper needle orientation and the ¿difficult to load needle¿ condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.